Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced loss of therapy as the amplitude was unable to be increased. A manufacturer representative tried troubleshooting to no avail. Surgical intervention may be taken at a later date to address the issue.

Event description:
Additional information received identified the lead was explanted and replaced with another model which resolved the issue.